Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 180 mg/dl. The customer was admitted to the hospital. The cause of emergency room visit as per healthcare provider was diabetes. The patient is still in the hospital. Customer stated that the healthcare provider advised that the pump is not working and he will is to get a new pump.